Manufacturer narrative:
Continuation of d10: 459888 and 6935m72 leads implanted (B)(6) 2015; 5086mri52 lead implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate therapy while swimming in a pool. A review of the episode by qualified personnel determined that there was inhibition of pacing related to oversensing of electromagnetic interference (emi). There was a lead integrity alert (lia) triggered due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). It was further reported that a loss of capture was suspected on the right ventricular (rv) and left ventricular (lv) leads after the shock was delivered. There was undefined high rv pacing impedance, t-wave oversensing (twos), and a known rv tip electrode fracture. The leads were reprogrammed and remain in use. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were later explanted and replaced when the patient was downgraded to a biventricular pacemaker system, and the left ventricular (lv) lead rema ins in use.